Manufacturer narrative:
A device history review was conducted. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with synapse construct on (B)(6) 2010. It was reported patient is complaining of painful hardware. Patient is scheduled for a revision surgery to remove the hardware on (B)(6) 2014. Patient returned to surgeon to remove painful hardware on (B)(6) , 2014. The surgery was completed without any reported complications. There were no reports of broken hardware, however all 29 parts will be listed due to patient pain at an unspecified location. No product will be returned; it remains in the custody of the hospital. This is report number 10 of 29 for (B)(4).

Manufacturer narrative:
Pt identifier: additional patient ID: (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.